Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer stated that she was having chest pains and thought she was having a heart attack. The customer's blood glucose reading was over 700 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer uses quick-set infusion sets. The customer last changed her infusion set three days prior to the event. Nothing further was reported.